Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45 cm. Model:nm-3138-55, serial/lot: (B)(4), description: 55 cm 8 contact extension.

Event description:
A report was received that following the dbs implant procedure the patient was hospitalized and received rehabilitation. During the dbs procedure, the physician placed the leads and ipg on the contralateral side from a previously implanted interventricular shunt. The patient had a difficult time getting the interventricular shunt back to equilibrium after the implant. The physician did not believe the event was related to the dbs device. The physician indicated that the patient has a atypical head tremor and will treat the remaining tremor with a botox injection.